Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine inspection that the cardiosave intra-aortic balloon pump (iabp) unit had alarm loop leak and alarmed for inflation failure. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: d1, e1 (event site address). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the device alarmed for inflation failure. The pneumatic module assy, rohs (0997-00-1178) was replaced. After replacement all functional parameters of the device were normal and the device was returned to the customer.